Event description:
Patient was revised to address pain which started when he stepped into a hole. Subsidence and loosening of the tibial tray at the cement/bone interface was found. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear on the medial compartment of the tibial insert was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Patient medical records were received. Review of the supplied medical records did not confirm the device subsidence or polyethylene wear. The investigation could not draw any conclusions about the reported patient pain based on the provided information; however, the initial reporting stated the patient experienced trauma and then experienced the onset of pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.